Event description:
Related manufacturer reference number: 3006705815-2024-02782. It was reported that patient experienced ineffective therapy and shocking sensation with stimulation on. Targeted pain pattern is lower back. X-rays showed that both leads migrated. It was noted that patient has fallen a few times. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the system was explanted with no complications.

Manufacturer narrative:
It was reported to abbott a patient was experiencing ineffective stimulation. They were also experiencing a shocking sensation when they increased stimulation. The patient stated their neurologist informed them that their x-rays show the 2 leads have shifted to the left side. The patient stated they have fallen a few times on their back and when they laid down on their back, they couldn't sleep comfortably due to pain from the generator site. The patient met with the rep but didn't allow their system to be interrogated due to fear of shocking. The patient refused all interventions including me checking under sedation. The system was explanted without complications. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.